Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1230709) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a male patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the right common femoral artery. Peri-procedure, the patient was anticoagulated with heparin and plavix. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 7mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was inserted through the procedural sheath and the balloon was inflated. The balloon was pulled back to the first stop with no issue. The balloon was then pulled to the second stop to position the balloon at the arteriotomy site and provide temporary hemostasis. The physician did not open the stopcock on the introducer sheath to confirm hemostasis. As the physician attempted to shuttle the sealant to the arteriotomy the sheath and balloon all came out of the arteriotomy. The patient was converted to approximately 20 minutes of manual compression and use of a syvek patch. Hemostasis was achieved. Upon inspection of the device (once it had been removed from the patient) a small puncture in the balloon was noted. The balloon deflated slowly which allowed for initial temporary hemostasis but as the balloon lost pressure it collapsed and came out of the arteriotomy.